Event description:
It was reported that a catheter issue occurred. The 94% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, there was no image shown and the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications.